Event description:
Sales rep that the tip of the introducer had snapped off during surgery and was left in situ. It was reportedly impossible to determine the lot number, as the device had been in use for a very long time and it was not visible anymore.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.